Event description:
It was reported that when the patient¿s device was started four days after implant that ¿the patient was morbus asthenicus and could not take care of himself in daily life.¿ it was stated that on (B)(6) 2014 the patient was reprogrammed and their symptoms improved. It was noted that at the time of reprogramming ¿the implantation place was subfebrile.¿ additional information indicated that the ¿morbus asthenicus¿ condition that was initially reported meant ¿general weakness.¿ it was noted the patient continued not to receive effective therapy at the time of follow-up. Additional information indicated the previously reported information stating ¿the implantation place was subfebrile¿ meant ¿the patient felt heat in the implanted place on their chest.¿ it was noted the patient did not have a fever when they reported for the implant of their battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).